Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode., with a 2 mg pca dose, a 10 minute patient lockout, and a 20mg 4 hour dose limit. On (B)(6) 2011, between 1000 and 1100, the customer contact reported the patient called the nurse concerned that the pca pump was not working. It was reported that after the patient pressed the patient pendant, the device did not deliver a dose. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.